Event description:
It was reported that during surgery, anchors broke off during implantation. The broken anchor was completely removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the reported speedscrew implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿anchors broke off during implantation.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect alignment during or after insertion; excessive torque; incorrect bone hole preparation. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Do not use the inserter to probe the tissue or bone as damage may occur to the implant or instrument resulting in potential patient injury. Use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Incomplete insertion or poor bone quality may result in implant pullout. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.